Manufacturer narrative:
Further information was requested but not received.

Event description:
The patient presented into clinic where a low defibrillation impedance, episodes of noise resulting in oversensing, and inappropriate high-voltage therapy were noted on the right ventricular (rv) lead. Diagnostic imaging was performed and externalized conductors of the rv lead were observed. The patient was hospitalized and the rv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
No x-ray views have been provided to abbott, so we cannot fully confirm the event. However, based on the event description we regard this as a case of externalized cables. Device history records were not available for review. No further analysis can be performed since the lead will not be returned to abbott for analysis.

Manufacturer narrative:
Correction: b5 - the lead was capped, not explanted.

Event description:
Corrected information was received that the right ventricular (rv) lead was capped, and not explanted, to resolve the event.